Event description:
It was reported that an inappropriate shock was delivered when the patient was at home. During a follow up the physician changed the sensing vector from secondary to primary, but after two days the patient received another inappropriate shock. The device was reprogrammed to the secondary vector and noise was not reproduced. It was noted that when the patient reproduced movements with their arms some episodes were marked as "n", but not "t". A review was needed of this case in order to discharge the patient. No adverse patient effects were reported. This device remains implanted.